Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified lumbar surgical procedure, it was observed that the motor device was ¿too hot¿ and ¿started smoking¿. According to the report, the alleged malfunction was observed when the device was taken out of the tray and started to be used in the surgical procedure. There we no delays to the surgical procedure as an identical spare device was available. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.